Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). B5: describe event or problem- subsequent to the initial MDR, a correction is required. G2 report source- correction in the prior report, MDR-(B)(4) it was originally believed the region and country of incident was in canada. However, additional information was later obtained and has now been corrected to "north america" and "united states" respectively. H2 type of follow up- correction.

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).